Manufacturer narrative:
Based on the information provided, it is unknown how the alleged device malfunction may have caused or contributed to the patient complication. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported allegation of device malfunction. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During follow up for an additional occurrence with the user facility, it was reported by the hemodialysis patient care technician, the uf profile #2 was utilized during the patient treatment. This profile should remove fluid at a higher ultrafiltration rate at the beginning of the treatment and taper down to a lower removal rate by treatment's end. She reports that with approximately one hour left in treatment, the ultrafiltration rate trend can be seen rising instead of falling. She does not know if the home screen displayed a similar rise in the ultrafiltration rate. The patient complained of cramping and the blood pressure dropped requiring the ultrafiltration rate to be turned off and a 0.9% saline bolus given for cramping relief and fluid replacement for hypotension. She denies the patient had any further adverse effect and reports the post weight was not adversely affected. The machine was not removed from service. The staff are not utilizing the uf profile feature. Patient identifiers were requested however, the pct did not have the information. Follow up with the clinical manager for patient information did not yield results. According to the clinical manager, she is not aware of any service being performed on the device. Treatment sheets have been requested.